Manufacturer narrative:
The closure tops were scrapped by the hospital, so they are not available for evaluation. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00217 thru 3012447612-2017-00222.

Event description:
It was reported that six closure tops were found damaged during surgery. The surgeon removed the closure tops after placement, so the rod could be further contoured. Upon removal, the surgeon found the threads on the closure tops had been broken off. They were replaced with alternative closure tops to complete the procedure. There were no reports of patient injury associated with the damaged closure tops. This is report four of six for this event.